Event description:
The user facility reported that during a patient procedure, their fastflo sclerotherapy needle was "dull, tearing the tissue". There was no additional medical intervention required. The procedure was completed successfully using a different needle.

Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.